Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, it was indicated that during the revision surgery, as the surgeon was attempting to remove the stem using a back-slapping s-rom extractor, a trochanteric osteotomy was created. The femur was then cabled. Doe: (B)(6) 2010 (left hip).

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened

Event description:
Upon further review, the fracture that was noted happened during the removal of a well implanted stem. The fracture should not have been reportable.